Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® neonatal and pediatric tracheostomy tube cuff would not hold water in the past. The fault occurred while in use with a patient. No infection was reported. The patient's mother suctioned the patient and swapped out the tracheostomy tube with a new one when it occurred. The cuff was filled with sterile water. No patient injury was reported.